Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent an unknown surgery with the 45°angle drill in question. During the surgery, the drill did not lock with the drill bit and could not be used. Other device was used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found that the connection tabs were bent. Additionally, the locking pin was missing. Based on the damage of the device, it is reasonable that the observed condition prevents the device from properly assemble its matting device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and device interaction (2+ devices): will not lock/unlock were reviewed. It was determined device. Interaction (2+ devices): will not lock/unlock has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2020 ¿ aug 21, 2023. In total, there have been zero serious injuries and zero deaths reports related to device interaction (2+ devices): will not lock/unlock in the last 3.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, device interaction (2+ devices): will not lock/unlock associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.